Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. No intervention was performed. The patient was stable.

Event description:
Additional information received indicated that programming changes were made to resolve the issue. The patient remained stable.